Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of artifacts resulted in pacing inhibition and the declaration of a non-sustained ventricular episode. Physician suspected the cause was due to electromagnetic interference (emi). However, boston scientific representative reviewed the data via latitude remote patient monitoring system and suggested to do further lead troubleshooting. Additional information was requested regarding the event resolution. However, no further information was provided. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of artifacts resulted in pacing inhibition and the declaration of a non-sustained ventricular episode. Physician suspected the cause was due to electromagnetic interference (emi). However, boston scientific representative reviewed the data via latitude remote patient monitoring system and suggested to do further lead troubleshooting. At this time, the device remains in service. No adverse patient effects were reported.